Event description:
Reporter alleged blood glucose measured 239 mg/dl, however, customer felt low glucose symptoms, so did not take normal insulin as a result. It was stated customer went to the fire station and son gave him some orange juice, prior to whereby, 1/2 hour later their device measured 30 mg/dl. Reporter stated being unsure if customer was treated at the fire station. However, he was taken to the hospital where customer was admitted for 5 days, treatment not known. A request was made for the return of the suspect device and replacement product was sent.